Event description:
The customer reported to olympus that, during the servicing of the device, it was discovered that their evis exera iii colonovideoscope had a blockage of the air/water and biopsy channels which led to no suction. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of clogged channel was confirmed. The following additional findings were also noted: assorted chips, scratches, and wear, damage to the air/water tube an cylinder resulting in a loss of water tightness, and wear of the angle wire and lock lever. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning due to leakage. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.